Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was unable to deliver insulin and hyperglycemia occurred with a bd pn 32gx4mm. The following information was provided by the initial reporter: I have noticed in the last year several occasions when trying to use the product that the needle has been blocked, and no insulin has been released. Usually, this is obvious when doing a preliminary shot of a couple of units into the air before injecting into the skin. Last year I had a dangerous twenty-four hours when my blood sugar was raised above 24 (a very worrying level) and I concluded that the needles used must have been faulty because I was not otherwise ill or eating ridiculous levels of carbohydrate. The box, in this case, has so far had three blocked needles. Over the past five years I would estimate about 5% of needles either block or are slightly bent, and so have had to be discarded. I have mentioned to my diabetic nurses on several occasions that I feel the quality of the pen needles has been less reliable in the last few years. As this is an essential part of diabetic care I would like these faults to be recorded and this faulty product to be investigated.

Event description:
It was reported that during use the needle was unable to deliver insulin and hyperglycemia occurred with a bd pn 32gx4mm. The following information was provided by the initial reporter: I have noticed in the last year several occasions when trying to use the product that the needle has been blocked, and no insulin has been released. Usually, this is obvious when doing a preliminary shot of a couple of units into the air before injecting into the skin. Last year I had a dangerous twenty-four hours when my blood sugar was raised above 24 (a very worrying level) and I concluded that the needles used must have been faulty because I was not otherwise ill or eating ridiculous levels of carbohydrate. The box, in this case, has so far had three blocked needles. Over the past five years I would estimate about 5% of needles either block or are slightly bent, and so have had to be discarded. I have mentioned to my diabetic nurses on several occasions that I feel the quality of the pen needles has been less reliable in the last few years. As this is an essential part of diabetic care I would like these faults to be recorded and this faulty product to be investigated.

Manufacturer narrative:
H.6. Investigation summary six sealed 32g x 4mm pen needle samples were returned from lot. No. 8247895, cat. No. 320137 along with one sealed 32g x 4mm pen needle sample from lot. No. 8352790, cat. No. 320137, three sealed 32g x 4mm pen needle samples from lot. No. 9029759, cat. No. 320137 and one opened and one sealed 32g x 4mm pen needle samples from lot. No. 8275944, cat. No. 320137. Two photos of a carton were also returned. Visual examination was carried out on all returned samples and photos and no issues were observed. A clog test as per tp700483 was also carried out on all returned samples and no issues were observed investigation conclusion: visual examination was carried out on all returned samples and photos and no issues were observed. A clog test as per tp700483 was also carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.